Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon, and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem, however, the balloon would not hold pressure due to two pinholes located near the proximal ro marker of the balloon. The found failure confirms the reported event of the balloon leaking. This failure is likely due to factors encountered during the procedure, such as interaction with scope, and other sharp devices, that could have possibly affected the device performance, and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed, and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure it was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole, therefore, this is now an MDR reportable event.